Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure with implantation of 2 xience v stents in a t-stenting technique. The 3.0 x 28 mm xience v stent was implanted in the left main artery to the left anterior descending artery and the 3.0 x 15 mm xience v stent was implanted in the circumflex artery. On 08/14/2012, the patient experienced an episode of unstable angina. Diagnostic coronary angiography was performed and noted edge stenosis of the 3.0 x 15 mm xience v stent implanted in the circumflex artery and restenosis in the 3.0 x 28 mm xience v in the left main. Percutaneous coronary intervention was performed using a kissing balloon technique in the left main coronary artery and the proximal circumflex artery. The patient's angina resolved on (B)(6) 2012. On (B)(6) 2012, the patient experienced unstable angina and a coronary artery bypass graft (CABG) procedure was performed at the proximal circumflex artery. The patient's angina resolved on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Relevant tests: (B)(6) 2012: ck-mb=27 u/l, normal upper limit 24. (B)(6) 2012: troponin I=0.071 ng/ml, upper reference limit 0.014. (B)(6) 2012: ck=118, normal upper limit 170. (B)(6) 2012: ck-mb=26 u/l, normal upper limit 24. (B)(6) 2012: troponin I=0.064 ng/ml, upper reference limit 0.014. Concomitant medical products: stent: xience v 3.0 x 28. Other: aspirin, clopidogrel. There were no reported product deficiencies. The reported patient effects of angina, stenosis/restenosis, and surgical procedure (coronary artery bypass graft) are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.